Manufacturer narrative:
Date sent to the FDA: 08/03/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020. The surgeon placed a jackson-pratt drain and performed a primary incisional hernia repair. It was reported that the patient underwent additional surgery and the surgeon found a large amount of adhesions, which required an extensive lysis of adhesions. Once the adhesions were lysed, the recurrent incisional hernia was repaired using a mesh. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/8/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.